Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely high sodium (na) result obtained on a patient sample on a dimension exl 200 instrument. A siemens customer service engineer (cse) contacted the customer and stated that the integrated multisensor technology (imt) quality control (qc) received an error, imt failed to auto align when qc was being re-run. The customer initially received an "insufficient/excess diluent in port (546) error before and after replacing the diluent bottle. When troubleshooting, there was no diluent being heard at the dispense port when primed. The customer observed that the diluent bottle tubing was disconnected. The customer reconnected the diluent bottle tubing, prime the diluent, and quality control results were run and acceptable. Based on the information provided, the cause of the discordant sodium patient result was potentially caused by a disconnected diluent bottle tubing. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high sodium (na) patient result was obtained by the customer on the dimension exl 200 instrument. The discordant result was not reported to the physician(s). Quality control results were acceptable when run initially, however afterwards the customer observed a system insufficient/excess diluent error message. The sample was repeated on an alternate dimension exl 200 instrument and the repeat result recovered lower. The repeat result of 135 mmol/l was reported, as the correct result to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant sodium (na) result.